Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a dental implant could not be separated from a fixture mount transfer during clinical procedure. No adverse patient consequences were reported.